Event description:
This lead was implanted on (B)(6) 2006 and was explanted on (B)(6) 2014 due to a recall advisory. The physician was dr. (B)(6) at (B)(6) center at the (B)(6) in (B)(6). There is no other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).